Event description:
Information was received from a healthcare professional for a clinical study. It was reported that the impedance was out of range on (B)(6) 2016. No actions were taken as a result of the event. There were no signs or symptoms associated with the event. The event was ongoing with no further action needed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 37081-60 lot# (B)(4), product type extension. Product ID 37081-60, lot# (B)(4), product type: extension. Product ID: 39565-30, lot# 0209216815, product type lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient received effective therapy even with the high impedance. The cause of the high impedance was not determined. No interventions were performed.